Event description:
Treatment of an aaa (abdominal aortic aneurysm) with a graft endoleak. During the procedure, it was reported that an implant coil was implanted followed by the injection of dmso and onyx. At this point, the patient became asystolic with no observable EKG changes preceding the event and returned to normal sinus rhythm within a minute without any medicinal or surgical intervention. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00724.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).